Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 275cc mentor memorygel breast implant and experienced postoperative bilateral rupture. As a result, the patient underwent removal and replacement with an unspecified gel breast implants on (B)(6) 2019. This report is for the left-sided implant, refer to manufacturer report number 1645337-2019-16561 for the right-sided implant.

Manufacturer narrative:
On 09-aug-2019, mentor received the suspect medical device. On 05-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant. During analysis of the sample was found some creases in the anterior and posterior view. In the posterior view an area of shell abrasion and wrinkles were noted.leak testing was performed and it revealed two teas ( a and b) in the posterior view. The tear a and b were found within crease, measuring approximately both tears less than 0.1 cm. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 5705874, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).